Manufacturer narrative:
Device evaluated by MFR: the athletics device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 30 atmospheres as per athletics specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 10mm proximal from the distal markerband. A visual and tactile examination identified no kinks or damage to the shaft and to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left central vein. A 10.0mm x 40mm x 75cm athletics balloon catheter was selected for use in a left central venous catheterization. During the inflation, the balloon ruptured just before reaching the needed pressure. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the vessel was tortuous.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left central vein. A 10.0mm x 40mm x 75cm athletis balloon catheter was selected for use in a left central venous catheterization. During the inflation, the balloon ruptured just before reaching the needed pressure. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the vessel was tortuous.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left central vein. A 10.0mm x 40mm x 75cm athletis balloon catheter was selected for use in a left central venous catheterization. During the inflation, the balloon ruptured just before reaching the needed pressure. The procedure was completed with another of the same device. There were no patient complications as a result of this event.